Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker was operating in safety mode. This device was explanted and successfully replaced with a non boston scientific product. This product has been returned for analysis and no additional adverse patient effects were reported.